Event description:
It was reported that (1) device was used during a colon procedure. It was reported by the affiliate that the al326 jaw broke and fell into the pt. The surgeon removed the broken piece. Another instrument was used to complete the case.